Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. A manufacturing record evaluation was performed for the finished device lot pjh823, and no non-conformance's were identified. Investigation summary: an empty open overwrap packet, a dispensed needle/suture and a detached needle of product code 8720, lot # pjh823 were returned for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The second needle was examined and the swage and attachment area were noted to be as expected and no needle pull of was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Event description:
It was reported that a patient underwent a popliteal aneurysm repair on an unknown date and suture was used. During the procedure, the needle popped off the suture. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.